Event description:
The device was explanted and returned for analysis after routine battery changeout for normal battery depletion indicators and system upgrade. The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.